Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user repeatedly experienced hypoglycemia (down to 54 mg/dl) approximately two hours after lunch meal announcements. The user self-corrected with glucose tablets. The ilet logs showed 12.16 units of insulin delivered for the lunch meal when the user¿s blood glucose (bg) was 130 mg/dl. The agent discussed that the algorithm might have become maladapted and recommended a potential factory reset, pending discussion with a trainer. Follow-up calls later that day confirmed that bg temporarily recovered to 83 mg/dl before dropping again to 53 mg/dl, and the user continued to correct with glucose tablets. At follow-up on 09/09, the user confirmed that bg had stabilized and returned to range. No external assistance or medical intervention occurred.